Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified it although it can be presumed that it was due to physical stress by hitting/dropping distal end chemical stress by chemical solutions, etc. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope light was low. The issue was found during maintenance. There were no reports of patient harm. During evaluation of the returned device, it was found that the forceps elevator had foreign material, inside of light guide lens had moisture and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to forceps elevator had foreign material and inside of light guide lens had moisture findings, the additional evaluation findings are as follows: forceps channel port had a dent, switch box had a scratch, suction connector had a scratch, due to breakage of light guide bundle, illumination was uneven, adhesive around objective lens had a scratch, connecting tube had a wrinkle, lens grip had a scratch, scope connector cover unit had a scratch, light guide bundle had breakage, due to wear of angle wire, the play of up and down knob was out of the standard value, inside of light guide lens had discoloration, plastic distal end cover had a scratch, suction cylinder was shaved, switch 1 had a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, universal cord had a scratch, scope cover had a scratch, adhesive around light guide lens had a scratch, adhesive on bending section cover was detached, light guide cover glass had a dent, due to damage on charged coupled device unit, and the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.